Event description:
Rep reported that the surgeon revised the programmable shunt for lp placement on the right flank. Physician unsure if the valve was malfunctioning.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.